Event description:
It was reported that the right atrial (ra) lead exhibited an insulation breach and unstable impedance values. The ra lead was capped and replaced. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).